Manufacturer narrative:
A pump was received for evaluation. Examination and testing of the returned component revealed that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the shorter exhaust tube of the pump at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. (B)(4). Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. Exemption #e2006011.

Event description:
According to available information, eroded tubing.